Event description:
Additional information was received that the high out of range shock impedance measurements of greater than 200 ohms continued with the crt-d and rv lead. Subsequently a revision procedure was performed. The physician experienced difficulty removing this rv lead, thus it was surgically abandoned. A new rv lead was connected with the existing crt-d which also exhibited high impedance measurements of greater than 200 ohms. The existing device was explanted and the same new rv lead was connected with a new crt-d device; this yielded in range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory only the proximal segment of lead was only returned severed at 13.8 centimeter from the terminal pin. The returned portion was subject to direct current resistance testing and passed on all paths, verifying that portion of the lead's electrical performance was intact. The allegation from the field was unable to be confirmed due to only a portion of the lead being returned.

Manufacturer narrative:
(B)(4). A portion of the lead was returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another red alert for high oor sli has been detected via patient remote monitoring system for crt-d and rv lead. The out of range shock impedance measurements continue to be an ongoing issue. The device and lead still remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Additional information from the field representative was received that the cause of this observation was not determined. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).